Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high impedances. A lead fracture was suspected. The device was reprogrammed.